Event description:
Account reports a needlestick to a pt from a needle that was left uncapped on the bedside table after a nurse used it to puncture the pt's air vent on the bottle when the tubing would not flow. This pt had blood testing per hosp needlestick protocol. No treatment incurred.